Event description:
It was reported that the patient received a notifier for non-sustained rv oversensing. Instances of myopotential oversensing were previously observed. Programming changes were made. Patient had no adverse effect.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicates that another instance of non-sustained v oversensing due to myopotential oversensing was observed. The oversensing was reproducible with deep breathing and coughing. Programming changes were made. The device remains implanted.